Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tubing had repeatedly disconnected at the connector piece. They taped it together, but pump began alarming high pressure. They attempted to do a power cycle, but alarm persisted. The device was turned off. They advised the patient that due to the risk of contamination and a break in tubing sterility, it was not recommended to turn pump back on. The patient denied any port site pain, redness or swelling. They instructed the patient to clamp tubing and patient stated that they will cap the line as instructed by the clinic. They also reported that patient received most of his infusion and had approximately 4 ml remaining out of the initial 100 ml volume. They explained that this can be considered a complete infusion. The event occurred at the patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.